Manufacturer narrative:
Death is reportable as it was related to a brain bleed caused by a fall. The IFU addresses guidelines for therapeutic anticoagulation and supratherapeutic inr cannot be excluded. Patients on anticoagulation therapy are provided teaching to avoid any activities that may lead to falls, or that may put them at risk for bleeding. Pharmacological and clinical factors related to anticoagulation therapy may have contributed to the reported event. Based on the available information there is no indication of any device malfunctions or performance issues, although there are patient, procedural, and pharmalogical factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that while a patient was being treated in the hospital for gastrointestinal infection, the patient fell and developed a subdural head bleed. The patient expired on (B)(6) 2016. The death was not related to a device malfunction and no autopsy will be performed. The device was not returned for evaluation. No additional information was provided. It was reported that there was major infection in a patient which was non-device related. It was noted that c-diff was in the stool culture. It was not resolved at date of death on (B)(6) 2016. The patient was treated with flagyl¿ from (B)(6) 2016.